Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: device lot information was updated. D4: device expiration date was updated. D4: device unique device identifier (UDI) was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H4: device manufacture date was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the implant at tooth site #44 was removed due to infection and bone loss.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.